Event description:
Boston scientific received information that during the implant of a left ventricular (lv) lead, this whisper guide wire was advanced through lead. After maneuvering the lead in the target vessel, the physician attempted to pull the guide wire tip back into the lead; however, once inside lead, the guide wire became stuck. The physician withdrew the lead and guide wire and applied pressure to remove the guide wire. Then the distal 2 centimeters (cm) of the guide wire became detached inside the lead, and the remainder of the guide wire was removed. The physician then advanced a new whisper guide wire into the lead, forcing the detached distal 2 cm of guide wire out the distal tip of the lead. The lead was successfully implanted with the new guide wire. No adverse patient effects were reported.

Manufacturer narrative:
The guide wire was discarded after the procedure, therefore, will not be returned for evaluation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.